Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time(B)(4)

Event description:
It was reported that the customer's insulin pump had a keypad anomaly and the buttons are nonresponsive. The customer received a button error alarm from her insulin pump. Her blood glucose levels are in the 200 mg/dl range. It was reported that the customer frequently wears the insulin pump in her bra. This could have contributed to the button error alarm since moisture exposure or button pressing could have occurred. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to moisture damage on the keypad traces. No unexpected number ramping or button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.